Manufacturer narrative:
The reported events infection (early onset) and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and necrosis.

Event description:
Healthcare professional reported "there were four cases of postoperative infection after te insertion at the hospital. All the four infected cases had peculiarities such as papillary necrosis and mrsa infection." This is for an unknown side and the device status are unknown.